Manufacturer narrative:
The lot for these complaints were for testing purposes only and not commercially released lots. The complaint should be considered cancelled.

Event description:
It was reported that a bd vacutainer® z (no additive) plus urine tube failed a drop test. The following information was provided by the initial reporter: "this email is intended to report failures of drop test on bd vacutainer® urine tubes catalog#: 364915 these products are manufactured in plymouth UK."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® z (no additive) plus urine tube failed a drop test. The following information was provided by the initial reporter: "this email is intended to report failures of drop test on bd vacutainer® urine tubes catalog # 364915 these products are manufactured in (B)(4)."